Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain at their implantable pulse generator (ipg) site. The patient underwent an ipg revision procedure where their device was repositioned, however, the reported issue persisted.